Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of phrenic nerve stimulation and rhythmic stimulation of the abdominal wall while standing, which was consistent with diaphragmatic stimulation. The lead was reprogrammed, which was noted to resolve the stimulation. The lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.